Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that during a routine hemodialysis treatment, arterial air alarms occurred which could not be resolved. Treatment was discontinued without performing rinseback of the patient's blood due to clotting, resulting in an estimated blood loss of 210cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss was attributed to the operator not performing rinseback in a timely manner following an unrecoverable alarm. The user's guide instructs the operator to return the patient's blood if alarms cannot be resolved promply, as the risk of clotting increases when the pump is stopped. Facility staff has been notified and reported that the patient was using a temporary catheter. The arterial air alarms were most likely caused by inadequate blood flow. The cycler alarmed appropriately. The patient has since returned to his fistula. There have been no subsequent problems reported. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.